Manufacturer narrative:
B3 - date of event: initial: (B)(6)2022 / corrected to (B)(6)2022

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result for a patient sample while running on the architect i2000sr analyzer. The initial result was 103.34 miu/ml. The clinical physician was skeptical of the result after the report was issued. The patient sample was then retest and generated a b-hcg result of 2.32 and 2.35 miu/ml. The customer¿s reference range is < 5.0 miu/ml is negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive architect total b-hcg results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data review, in-house testing, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A review of device history records did not identify any non-conformances or deviations associated with lot 35045ud02 and the complaint issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot 35045ud02 is within the established limits. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect total b-hcg reagent lot 35045ud02.updated d4 - lot no: initial: 35045ud01 / new: 35045ud02 updated h4 - device mfg date: initial: 3/7/2022 / new: 3/6/2022.